Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the bd assy oridion etco2 v1 rohs. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that error code 570.6500 was confirmed due to a bad oridion board, replaced it a new oridion board. Updated a new logic board p/n tc10011942 with new c.o.# (B)(4). Also found cracked front case internal inserts. Replaced it a new front case assembly. Performed leak down test and co2 calibration with passing results. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 29aug2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
The customer reported error 570.6500. There was no additional information provided and no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported error 570.6500. There was no additional information provided and no patient involvement.